Event description:
The customer reported, a therapy knob failure.

Manufacturer narrative:
On (B) (6) 2009, the customer reported a therapy knob failure. The device was locally evaluated by a philips field service engineer. The energy select switch was replaced to resolve the issue.